Manufacturer narrative:
Concomitant medical products: ddmb1d1 crtd implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fever, chest pain, shortness of breath among other symptoms. The patient was found to be septic. An echocardiogram was performed and it showed that the right atrial (ra) lead had dislodged as well as possible vegetation versus blood clot on the lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.